Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported via ms&s, "nurse practitioner states she placed a trialysis in the left ij "low stick" brachial cephalic that perforated the main pulmonary artery resulting in patient going to or for sternotomy. Np asking if this is a common occurence with trialysis. Np unsure if trialysis was retained by hospital."